Manufacturer narrative:
Product is no longer available to be returned for evaluation.

Event description:
The customer alleged that the cannula of the infusion set was bent, which led to elevated blood glucose levels and hospitalization. At 3:17 pm the customer received a blood glucose result of 320 mg/dl and administered a bolus of 2 units. At 3:32 pm the patient received a result of 308 mg/dl and administered a bolus of 1 unit. The customer reported that she felt nauseous all day and began vomiting between 3-3:30 pm and felt disoriented. She had her husband transport her to the hospital. The patient arrived to the emergency room at 4:00 pm. While she was in the ER she was treated with fluids for dehydration and anti nausea medication via an IV. At 6:30 pm the hospital tested the patient's blood glucose and received a result in low 300's mg/dl. The patient was then admitted into the hospital for hyperglycemia and was given an injection of 11 units of regular insulin. The type of insulin given was unknown. Customer states at around 11:00 pm on monday night, the hospital advised her to reconnect her insulin pump overnight. On tuesday morning, her blood sugar was back in the 300's mg/dl range and customer was advised to disconnect her insulin pump and received insulin via an injection. At 6:04 pm on (B)(6) 2020 the customer got a reading of 202 mg/dl. She was released from the hospital about 1 hour later. Customer was released from the hospital around 7:00 pm on (B)(6) 2020. Customer is currently feeling fine and has been using manual injections. Customer states after leaving the hospital and returning home, she removed the cannula that was inserted sunday afternoon and the cannula was visibly bent. Customer is attributing her high blood sugar and hospitalization to the bent cannula.